Event description:
This 48-year-old male, who a number of years ago had a penile prosthesis placed. In 11/90, he had revision and he, again, now has an uninflatable prosthesis. It was determined there was a failed prosthesis. There was a dense inflammatory rind around all the tubing which appears to have some kinking. Once the tubing was freed for clamping, there was no evidence of leakage at the site of tubing to pump connection. The specifications of the device are not known to this reporting facility as the procedure was initially performed at another facility. The reservoir and connector were returned to co for evalaution.